Event description:
It was reported that "prior to a right hip replacement, a grounding pad was applied to the patient's abdomen. After removal 2 burn areas 1.5cm and 0.5cm were noted where the ground pad had been placed.